Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of high amplitude measurements and low impedance measurements. It was noted that the analyzer patient connector pins were damaged, but functional. The analyzer passed incoming tests. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer analyzer had high amplitude measurements and low impedance measurements. The device has been re turned for service. No patient complications have been reported as a result of this event.